Manufacturer narrative:
Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that there are currently no plans to replace the patient's vns at this time as the patient's mother is concerned about possible infection if the patient has surgery. No interventions are planned at this time. The patient's vns is currently turned off and will remain implanted for the time being.

Event description:
The patient underwent a full revision. The patient's mother confirmed that the device was not programmed back on after being programmed off in 2011. A decision was made to proceed with vns in 2015. High impedance was then detected in the or at >10,000 ohms with the new device. A new lead was then implanted. The products were discarded by the hospital and would not be returned.

Event description:
It was reported that the patient's vns indicated high impedance during an office visit. The patient is non-verbal and therefore cannot indicate if she can still feel stimulation. No x-rays have been taken at this time. No specific event of trauma or manipulation could be noted to account for the high impedance. No adverse events have been reported. Surgery to replace the patient's lead and generator is likely. Attempts for product information have been unsuccessful as patient release is required to obtain those records from the implant hospital.